Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was high ventricular rate episode, in which the ventricular event was undersensed. The patient went into ventricular tachycardia (vt) due to backup pulse and functional loss of capture. The patient's rhythm reverted to normal sinus rhythm without any intervention. Programming changes were made. Patient was asymptomatic.